Event description:
Additional information received reported the patient was going through the trial when they reported the shocking sensation. The reporter stated the shocking sensation went away when the stimulation was turned down. The reporter further stated the rest of the trial went well and the patient had 50-70% improvement in their pain during the trial. It was noted the patient was scheduled for implant on (B)(6) 2014.

Event description:
It was reported that a patient had a shocking or jolting sensation. The patient was implanted the previous day and was numb from surgery. The patient did not have stimulation on during the night. Patient turned stimulation on the morning of report and had a shocking sensation. Patient was at 1.3 volts earlier and 1.7 volts at the time of report. Stimulation was decreased and patient described that he did not feel shocking sensation anymore but felt pain related to his chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).